Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Review of post-procedural device photo revealed the following observations: the liner is lifted and torn by the distal strain relief with crimped thv visible through the torn liner and the remaining liner appears unexpanded; the hdpe materials appear punctured/damaged near the distal edge of the liner tear; the alleged sheath kink was unable to be visualized and there is slight curvature noted on the strain relief. Review of provided 3mensio revealed that the patient's left access characteristics had presence of calcification and tortuosity. The complaint for sheath punctured was confirmed based on provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. As reported, "during the procedure, the valve could not advance fully through the sheath, and upon simultaneous removal of the delivery system and sheath, it was found that the valve had slightly perforated the sheath seam." The perceived root cause of the resistance in advancing the valve through the sheath was "possibly a kink in the sheath just after the transition from the partially expandable to the fully expandable portion." It is possible that the sheath sustained damage from additional device manipulation (e.g. High push force) in combination with challenging anatomical factors. High push force used to overcome any resistance could lead to hdpe and liner damage, which would be promoted via non-coaxial advancement trajectories and/or adverse physical interactions due to tortuosity and sharp calcium nodules, respectively. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) may have contributed to the reported events. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in aortic position. During the procedure, the valve could not advance fully through the sheath, and upon simultaneous removal of the delivery system and sheath, it was found that the valve had slightly perforated the sheath seam. Despite resistance during advancement and multiple troubleshooting attempts, a new sheath was prepped, and the existing system and sheath were removed together. A new delivery system and valve were then prepared and successfully deployed without issues. Balloon tamponade was applied to the left common femoral artery, but the issue was attributed to the closure device and not an edwards device. There was no major bleeding, and the patient left the table in stable condition. As per follow-up with the fcs, there was no difficulty inserting the esheath into the patient. The expansion tool was used, and the loader was fully inserted into the esheath/esheath housing. The esheath was not inserted at a steep angle. The delivery system became stuck at the blue portion (sheath shaft/fully expandable). The vessel was pre-dilated to approximately 7.0mm. Both the thv and delivery system were crimped and prepared per IFU, with no damage observed to either component. There was no patient injury due to an edwards device. All devices were discarded. The perceived root cause of the resistance in advancing the valve through the sheath was possibly a kink in the sheath just after the transition from the partially expandable to the fully expandable portion. As per review of provided imagery, there is wrinkling noted on the distal strain relief and the liner distal of the strain relief is partially expanded and torn with the stuck thv visible through sheath.